Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel. Additionally, the patient was experiencing a lot of pacemaker mediated tachycardia (pmt). Reprogramming is planned for the patient. The device remains in use. No adverse patient effects were reported.